Manufacturer narrative:
The investigation into the thrombus issue has been completed since the initial report was submitted. The device was not returned for investigation. According to the clinical details, the doctor found a thrombus on the pump inlet during continuous suction alarm. The cause of the low pump flow issue was most likely biomaterial, based on provided clinical derails.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06712 was provided in sections b5, d6a, d6b, and h1.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation a supplemental report will be submitted.

Event description:
The user facility reported an impella cp in a 74yo male patient for acute myocardial infarction and cardiogenic shock. It was reported that two days following the implant of the impella cp, persistent suction alarms were being triggered. Upon further inspection, it was discovered that a thrombus was present on the inflow of the catheter. Due to the noted condition and resulting suction, the decision was made to explant the pump the following day. No harm or injury was reported.